Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged.

Event description:
It was reported that the patient came to the hospital because ICD alarm went off. The physician suspected a connection issue between the lead and the device. The device was removed and replaced by a new device. No patient complications were reported as a result of this event.